Event description:
Device malfunction: failure to deploy plunger. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that the physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unknown procedure. Reportedly, the plunger could not be depressed and the wings would not be locked into place. The procedure was aborted and hemostasis was achieved using manual compression. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The device has not yet been received.